Manufacturer narrative:
Additional lot # 234130. Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 2.0, lab: 4.0, date: (B)(6) 2010, 2.1, 6.0. On (B)(6) 2010, pt was admitted to the hospital and given vitamin k. On (B)(6) 2010, pt was admitted to the hospital again because he was bleeding. Pt's therapeutic range: 2-3 inr. Pt's daughter did not know which lot of strips were used.